Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ insulin syringe had a cracked and broken barrel. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd safetyglide¿ insulin syringe had a cracked and broken barrel. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g bd safetyglide insulin syringe in an open poly bag from lot#: 7167887. Customer states that the syringe is damaged. The returned syringe was examined and exhibited a piece of the barrel broken off of the sample ranging from the 40 unit marking to the flange. A review of the device history record was completed for batch#: 7167887. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200705294, 200705293] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.